Manufacturer narrative:
Concomitant: product ID 3058, serial# (B)(4), implanted: 2008-(B)(6), product type implantable neurostimulator, product ID 3037, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. Product ID 3095-10, serial# (B)(4), implanted: 2006-(B)(6), product type extension. Product ID 3889-33, lot# v012900, implanted: 2006-(B)(6), product type lead. Product ID 3889-28, (B)(4), implanted: 2011-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3058, serial# (B)(4), implanted: 2008-(B)(6), product type implantable neurostimulator. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. It was noted three days before reported event date and the last weekend the patient felt a shocking pain sensation at the implant site on the left side. The patient was not feeling that pain now. It was noted that the healthcare provider did not check the patient device components or run any reports at the patient appointment two days before reported event. It was noted that the healthcare provider did not look at implant on CT scan. Refer to manufacturer report 3004209178-2014-04042.